Manufacturer narrative:
The actual device was returned by the customer. Service and testing evaluated the device and confirmed the reported condition. (B)(4) is currently evaluating the device. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
The customer did not allege a malfunction, however, during service and repair it was discovered that the device was found with "dirt and oil contamination plus blood". The device was not used in surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.